Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and fever. The cause of peritonitis was unknown. One day before the event onset, the patient was hospitalized and treated with vancomycin injection (1g, every 4th day, intraperitoneal, ongoing) and ceftazidime injection (1g, once daily, intraperitoneal, ongoing) for peritonitis. Three days after hospital admission, the patient was discharged. The patient recovered from peritonitis and pd therapy was ongoing. No additional information is available.